Manufacturer narrative:
Block h6 impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system and was used during a endoscopy procedure: balloon implantation procedure performed on (B)(6) 2024. According to the complaint, during the procedure the balloon port was blocked preventing filling of the balloon. The balloon was removed, and the procedure was cancelled. Also, it was noted that the balloon was found to be expired as of (B)(6) 2024. Per instruction for use it states to reference the use by year, month & date. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the procedure was cancelled.